Event description:
It was reported that the patient does not tolerate charging her spinal cord stimulation (scs) implantable pulse generator (ipg), as the device flares her pre-existing condition, allodynia. The patient underwent a revision procedure in which the ipg was replaced. There was no ipg malfunction suspected. The patient was doing great postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.